Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined issue caused due to failed drawer controller. A field service engineer, replaced drawer controller and reconfigured device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer 5.1 & 5.2 not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.